Event description:
It was reported to philips that the device had a bent pin on the battery pca board. The device was not in use on a patient.

Manufacturer narrative:
One battery pca was returned for failure analysis. Based on visual inspection, the reported problem was verified in the lab. J1 pin 5 was permanently compressed and bent and making contact with pin 7.